Event description:
The patient had an assurant cobalt stent implanted in the right common iliac during the index procedure. It was reported that approximately 30 months post the index procedure the patient is reported to have died following open heart surgery. The investigator has indicated that the event is not related to the study stent and cause of death is unknown.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).